Manufacturer narrative:
Manufacturing review: ¿ the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemostar 14.5f catheter kit was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the guidewire being stuck, as the guidewire, as returned, was not in the introducer needle or in the dilator and the condition of the guidewire did not allow for functional testing. However, the investigation is confirmed for damaged/unraveled guidewire, as unraveling was observed in the wrapping wire and the core wire is separated from the wrapper throughout a portion of the guidewire. Bends and stretching were observed in the guidewire. Blood and residue were observed on the needle bevel. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date (05/2020).

Event description:
It was reported that during insertion, the guidewire allegedly got stuck in the device. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Device expiry date (05/2020).

Event description:
It was reported that allegedly the guide wire got stuck in the device during insertion. There was no reported patient injury.